Event description:
It has been reported to philips that fluoroscopy was not possible during the examination. The examination was delayed. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
It was identified that this is a duplicate report from an already submitted report. The investigation for this issue will be addressed in MFR report number 3003768277-2022-01286. This report will be closed as duplicate.